Event description:
Male with a past medical history, notable for a destination therapy heartmate ii left ventricular assist device for end-stage ischemic cardiomyopathy, and status post double bypass x 2 eight years prior to destination therapy placement. His lvad course was notable for a bend relief repair two years post destination therapy placement after partial disconnection. Other past medical history includes peripheral artery disease, status post right superficial femoral artery stent and left iliac stent four years post destination therapy placement. He had previously received a single-chamber ICD. His recent clinical course was notable for bleeding from his driveline site while on enoxaparin for inr bridging, but he had no lvad alarms, fevers, epistaxis, melena, coffee-ground emesis, edema, or exertional dyspnea. Fifty-six months post destination therapy placement, the patient was admitted to an outside hospital ER. Per report, he had been in the lobby of his apartment, speaking with a neighbor, when his lvad hm 2 pocket controller began to beep. Per the neighbor, he attempted to change his battery and then collapsed. He remained unconscious and was transported to the outside hospital ER. He was briefly resuscitated but subsequently expired. Preliminary autopsy findings: sudden cardiac death, consistent with left heart failure, in the setting of an apparent driveline fracture of his left ventricular assist device. There was no evidence of lvad thrombosis, acute myocardial infarction, pulmonary embolism, pre-mortem aspiration, or pneumothorax.